Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not/has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2022, a patient underwent the port placement procedure for the chemotherapy of colon cancer. About sometime later, the patient was diagnosed with deep vein thrombosis and embolism. Subsequently, on (B)(6) 2023, the port was removed. However, the current status of the patient remains unknown.